Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic during follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. Due to low battery status, further troubleshooting could not be performed. On (B)(6) 2016, the device was explanted and replaced. No further information was available.